Event description:
The customer reported that on (B)(6) 2011 an erroneous low total bilirubin (tbil) result was generated on the olympus au2700 clinical chemistry analyzer for one patient. The erroneous tbil result was reported outside of the laboratory however there was no report of death, serious injury or change to patient treatment associated or attributed to this event. Upon repeat on another instrument, the repeat tbil result was higher, regarded as valid, and a corrected report was issued. Instrument assay quality control results at the time of this event were found to meet customers established specifications. No other patient results were affected by this event. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) indicated that the instrument sample probe was hitting the sample cup during operation. The sample probe was aligned. The fse performed quality control and calibration assessments which generated acceptable results. Upon completion of necessary and verified repairs, the instrument was returned into operation. The root cause of this event was a misaligned probe.